Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where medication was not showing on profile. A technical support specialist remoted in and while client logged in, the customer was able to see the medication on patient profile. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to pull medications, since not appeared under the patient profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.